Manufacturer narrative:
The customer reported that when the bsm (bedside monitor) display is white and while not display any waveforms. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device evaluation is in progress.

Event description:
The customer reported that when the bsm (bedside monitor) display is white and while not display any waveforms.

Manufacturer narrative:
Manufacturer narrative: the customer reported that when the bsm (bedside monitor) display is white and while not display any waveforms. The unit was evaluated and the reported problem could not be duplicated after 10 days of testing. The bedside was tested on a simulator with known good ECG cables. Received all waveforms, from spo2, and ECG. Re-tested the bedside prior to shipping. Complete all steps in the maintenance check sheet per service manual. The unit was returned to the customer with no repair needed. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.